Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and she is in intensive care unit due to high blood glucose and dka. The glucose reading at the time of hospitalization was 595 mg/dl. Caller stated that the customer had nausea, vomiting and weakness prior to hospitalization. Nothing further was reported.